Event description:
The facility returned a cc4204a collamer aspheric single piece lens to the manufacturer torn. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.evaluation:method - lens work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found only a small piece of the lens returned. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).